Manufacturer narrative:
Additional information provided in h3, h6 and h10. Console logs are mostly consistent with complaint and show entries indicating same purge cassette being unexpectedly disconnected and reconnected. Logs were also ¿flooded¿ with imc-ahp error messages, related to rfid communication, e.g.: log data indicates disruption in purge stats since start of case, until purge cassette was replaced on (B)(6) 2025. Log data shows that each time purge cassette was erroneously detected, ¿homing¿ process started, which means purge cassette piston movement was stopped and piston fully retracted, momentarily interrupting purge flow, which affected purge stats calculation. Logs also shows that the erroneous pattern of purge piston movements was no longer reproduced after purge cassette was replaced, and the case continued until its conclusion. The console was tested but the issue of intermittent purge cassette detection was not reproduced, therefore root cause could not be determined. As a precaution the rfid circuitry was recommended to be replaced as it was the most likely component to have intermittently malfunctioned.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that when priming the impella cp smartassist with an automated impella controller (aic), the instructions for the old model, "please connect the red plug," was displayed on the screen, and it was not possible to proceed. The aic was replaced with another aic and support was continued.